Manufacturer narrative:
H.6. Investigation: one sample was received. A visual inspection was performed. It has an epoxy drip over on the needle, therefore failure mode is verified. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ needle filter blunt fill had foreign matter on the lid above the cannula. No serious injury or medical intervention was reported. Verbatim: "one of our customers complains about white stripes on the lid of the above cannula (abrasion? / color?). Since the customer has been supplied by us with two different lots, we can not tell which of the two lots listed above the customer criticizes we ask for the fastest possible processing and an opinion in english."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). PMA/510(k)#: class I exempt. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ needle filter blunt fill had foreign matter on the lid above the cannula. No serious injury or medical intervention was reported. Verbatim: "one of our customers complains about white stripes on the lid of the above cannula (abrasion? / color?). Since the customer has been supplied by us with two different lots, we can not tell which of the two lots listed above the customer criticizes we ask for the fastest possible processing and an opinion in english."